Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve in a patient with an annulus diameter of 28 mm and an average diameter of 31 mm, an 18 fr in-line sheath was placed using the right transfemoral approach. During insertion of the sheath; however, resistance was noted. Following placement, a contrast study of the lower limbs revealed an intimal dissection of a blood vessel which required surgical reconstruction. Subsequently, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 26 mm balloon. After the bav, the valve was inserted into the patient, advanced to the annulus, and deployed when an infold in the valve frame was noted on the non-coronary cusp (ncc) side. An echocardiogram was performed revealing that the valve frame had not expanded at all, there was significant calcification in the ncc right coronary cusp (rcc) commissure, and the rcc leaflet was immobile. The valve was recaptured and withdrawn from the patient. Subsequently, a second pre-implant bav was performed using a 30 mm balloon. The valve was re-inserted into the patient and implanted, it was noted that the valve "extended firmly". No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID {evolutfx-34}; product lot/serial number (B)(6) ; product type: {0195-heart valves}; implant date (B)(6) 2024); explant date {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, per the physician, the cause of the dissection was due to the insertion of the non-medtronic introducer sheath (dryseal). Per the physician, the valve and delivery catheter system (dcs) did not cause or contribute to the dissection. The dissection occurred at the introducer sheath puncture site. A procedural delay resulted from the valve infold.

Manufacturer narrative:
Updated data: b5 h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.